Manufacturer narrative:
The customer reported via phone call that her blood glucose levels are fine. The customer stated that her basal settings were programmed incorrectly at 0.1 instead of 1.00. The customer stated that the basal settings are now correct and her blood glucose level ranges from 80 mg/dl to 120 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was not working. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 228 mg/dl at the time of call. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.